Event description:
It was reported that the pressure transducer test during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. No service was requested, this issue was handled by the hospital biomedical engineer after talking to our field service engineer. It was found that the absorber bypass valves in the patient cassette were loose and thereby causing a leakage that was detected during the system checkout. No logs were received. The co2 absorber connections (inlet and outlet) connects to the absorber bypass valves in the patient cassette. The absorber bypass valves are held in place by a bayonet fitting in the patient cassette. The valves are removed by the user during cleaning and assembled on the patient cassette after the cleaning. The user's manual includes information how to disassemble and assemble the valves. The cleaning manual includes information about the cleaning adapter kit that can be ordered from the manufacturer and is necessary for assembling, disassembling, rinsing, and cleaning the patient cassette. The kit contains a valve tool that is used for loosen and tighten the absorber bypass valves. The absorber bypass valves may be hard to turn and tighten by hand during assembly and if not completely tightened, they may come loose during change of co2 absorber and create a leakage. Information from the user was received states that the customer does not have the special valve tool used for tighten the absorber bypass valves during assembly. The root cause of the reported event is most probable that the absorber bypass valves were not completely tightened during assembly, but this has not been confirmed.